Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clips are not ligating. There was no patient injury.

Event description:
It was reported that the clips are not ligating. There was no patient injury.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product auto endo5 ml lot # 73k1400384 was manufactured on 10/20/2014 a total of (B)(4) pieces. Lot was released on 10/22/2014. DHR investigation did not show issues related to complaint. The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with a partially loaded clip. It was noticed that the device was used approximately two months post expiration date. Reference file (B)(4) for investigation phot os. This sample was reviewed with a r & d engineer. The partially loaded clip was manually removed from the device. An attempt was made to complete the trigger cycle, but the trigger was jammed. Upon engagement of the trigger, no audible ratchet sound could be heard indicating that the internal ratchet ears are broken. The device was disassembled to inspect the internal components. Upon disassembly, it was found that the feeder tab (proximal end of the feeder) is bent. The bent feeder tab caused a shorter stroke of the feeder and resulted in misloading of the clips. No further damages were other remarks: observed. The device was returned with 4 clips remaining in the channel indicating that 11 clips were fired by the end user. The clips were not out of position in the channel. It could not be determined how the feeder tab got bent. Therefore, the root cause of this complaint issue is undetermined. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as it could not be determined what caused the complaint issue. The device history record review showed no evidence to suggest a manufacturing related cause. The reported complaint of "clips not ligating when loading" was confirmed based upon the sample received. One device was returned. The returned device was used approximately two months post expiration date. Upon functional inspection, the trigger got jammed. Upon disassembly, it was found that the feeder tab (proximal end of the feeder) is bent. The bent feeder tab caused a shorter stroke of the feeder and result in misloading of the clips. The device was returned with 4 clips remaining in the channel indicating that 11 clips were fired by the end user. It could not be determined how the feeder tab got bent. Therefore, the root cause of this complaint issue is undetermined. Additional method code: 26.